Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: product code: 04.009.348s, lot number: 39p2804, manufacturing site: mezzovico, release to warehouse date: march 4, 2020, expiry date: february 1, 2030. A manufacturing record evaluation was performed for the sterile finished device lot number, and no non-conformances were identified. Visual inspection: the expert a2fn nail ø10 r cann l340 tan lig (part# 04.009.348s, lot# 39p2804 qty# 1) was returned and received at us customer quality (cq). Images were also provided. Upon visual inspection of the returned device and the images provided, it is observed the surface of the device shows slight discolorations and nicks/scratches which would not contribute to the complaint condition, indicating signs of use and explantation. No other issues were observed with the device. Were any product issues/defects identified? No. Investigation conclusion: the complaint cannot be confirmed for expert a2fn nail ø10 r cann l340 tan lig (part# 04.009.348s, lot# 39p2804 qty# 1). A definitive root cause could not be identified for the reported problem. There was no indication that a design or manufacturing issue contributed to the complaint. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, an a2fn nail right side was implanted into a patient's femur for a midshaft femur fracture few months ago. Surgeon complain post-op 4 months the fracture shows no sign of healing and patients leg tends to be valgus. Suspected the nail bowing have some manufacturing defect and quality control. Concomitant device reported: unk - screw: (part# unknown; lot# unknown; quantity: unknown) this report is for one (1) 10mm ti lateral entry femoral recon nail-ex/340mm/rt-sterile this is report 1 of 5 for complaint (B)(4).